Event description:
It was reported that the patient developed an infection. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer became aware of the event.